Event description:
It was reported that, "loosen of the femur and tibial component."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR. #9610726-2010-00234.